Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization. The customer states they went into a coma and were taken to the hospital. The customer states they were legally blind and administered 30 units of insulin with pen after having already administer with the pump. The customer states their level at the time of hospitalization was 0mg/dl. The customer states it was a past event under the pump. No further assistance provided.